Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during testing. The insulin pump was programed 8 hours low reservoir with 2u basal and monitored 2 days; the insulin pump 8 hours low reservoir alarm feature properly. The insulin pump was minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no reservoir. Customer's blood glucose at time of incident was 10.3mmol/l. The customer stated she did get the alarm 8 hours later as it is set on her pump and doesn't trust the pump anymore. The customer has already exchange the insulin pump due to lack of alarm on the reservoir.